Event description:
Patient was revised to address poly wear of the patella and insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after fourteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.